Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the evaluation conclusion.

Event description:
It was reported the patient send a virtual follow up via carelink. Everything was inside the report, but one data wasn't available. In fact, in the quick look ii the battery voltage wasn't available and said: not available in (B)(6) was 'non disponible'. It was decided to wait for the next transmission in (B)(6) months. No patient complications were reported as a result of this event.